Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the harmonic device stopped working. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device with the serial number (B)(4) was received with the blade tip broken off but returned with the device. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was broken inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.